Event description:
It was reported that the coil (subject device) was used in the procedure. However, it was noted that the packaging of the subject coil was damaged. Also, when the coil was halfway assembled in the aneurysm it got prematurely detached. The physician decided to remove the coil and a snare was used to remove the coil, however once the snare was placed the coil partially protruded from the target location; thus, the physician implanted another stent to press the remaining coil against artery wall, only half of the coil could be removed. No further information available.

Manufacturer narrative:
D4: expiration date, added. D4: gtin, updated. H4: manufacturing date, added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during the cerebral aneurysm embolization procedure, when the coil was halfway assembled, it detached from its pusher. An unsuccessful attempt was made to remove the coil which resulted in the coil protruding into the parent vessel. A stent was placed to press the coil against the vessel wall. The procedure was completed without complications and the patient was described as in good general condition additional information indicates the device was in good condition prior to use and there is no indication of a use error. The anatomy was described as moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the coil (subject device) was used in the procedure. However, it was noted that the packaging of the subject coil was damaged. Also, when the coil was halfway assembled in the aneurysm it got prematurely detached. The physician decided to remove the coil and a snare was used to remove the coil, however once the snare was placed the coil partially protruded from the target location; thus, the physician implanted another stent to press the remaining coil against artery wall, only half of the coil could be removed. No further information available.